Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and no issues were identified. Additionally, it was reported that a cartridge change error occurred. Customer changed pump supplies. Customer¿s blood glucose level was 308 mg/dl.